Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary customer returned (10) 0.3ml 31g 6mm syringes in a sealed polybag from the lot# 2206019. Consumer reported found a liquid coming out of needle before use and just by moving the plunger. All the return samples were tested by pushing the plunger and no liquid droplets or any kind of fluid material was observed coming out of the cannula tip. Therefore, the reported issue cannot be confirmed based on the samples return for the investigation. A review of the device history record was completed for batch # 2206019 all inspections were performed per the applicable operations qc specifications. Embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the relion insulin syringes 3/10ml 31 gauge, 6mm experienced liquid coming out of the needle before use. The following information was provided by the initial reporter: consumer reported found a liquid coming out of needle before use and just by moving the plunger.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringes 3/10ml 31 gauge, 6mm experienced liquid coming out of the needle before use. The following information was provided by the initial reporter: consumer reported found a liquid coming out of needle before use and just by moving the plunger.